Event description:
The customer stated that they received erroneous results for one patient sample tested for ion selective electrode (ise) sodium and ise chloride on a c501 analyzer. No instrument alarms occurred at the time of the event. The sample initially resulted as 106 mmol/l for ise sodium and 140 mmol/l for ise chloride. The initial results were reported outside of the laboratory. The sample was repeated on a different c501 analyzer, resulting as 140 mmol/l for ise sodium and 101 mmol/l for ise chloride. The repeat results were believed to be correct and a corrected report was issued. The patient was not adversely affected. The ise sodium and ise chloride electrode lot numbers and expiration dates were asked for, but not provided. The customer cleaned and reseated baths, checked all ise reagents, and checked for salt/liquid. The customer also recalibrated and ran controls; all were successful. The field service representative could not determine a cause. The customer noted that the patient sample was highly suspect due to the turbidity of the sample. The field service representative checked the instrument and ran precision studies. The customer ran calibration and controls, which were within specifications and had no further issues.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. The root cause of the issue may be related to a disturbance within the system reagent flow path.